Event description:
Dealer called stating that both motors on the tdx3-ps were allegedly arcing and shorted out the controller.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdx3-ps, serial number/date code (B)(4) is approximately 6 years 10 months old. The owner's manual part number 1114809 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer has been utilizing this device for approximately 7 years. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The product is to be returned to invacare for an inspection / evaluation. The malfunction has not been confirmed.